Manufacturer narrative:
The catheter was discarded after the procedure. The lot number was not available to review the device history record. Other devices were used in the case. The cause for the reported hemorrhage is unknown. The design has been validated to meet the buckling load requirement (simulation of force required to perforate tissue). Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), vascular perforation is an inherent risk and the catheter shouldn't be forced into the vessel.

Event description:
It was reported that the physician realized something strange around the cardiac silhouette. On the eco image they checked the hemorrhage.